Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer's blood glucose level was 376 mg/dl. The customer reported that button was pressed for too long. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. The customer stated that he received an alert to push down to clear the alarm and it went to blank but he already replaced the battery and got the same alert. The customer also mentioned that when he woke up the tubing was pulled out from the connector piece which caused his sugar level to be elevated. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to verify keypad unresponsive or stuck button alarm/button error alarm due to blank display. No damage noted on the keypad traces. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Device had a pillowing keypad overlay, minor scratched display window, scratched case, cracked case at the corner of the belt clip rail and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.